Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they noted irregularities with their pacemaker. Follow-up with the clinic revealed that the patient not been seen in-clinic recently. No further information was available. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.